Event description:
It was reported that during a regular follow-up session, a lead warning was noted for low impedance. Pacing failure was confirmed, but there were no complications as the patient had an intrinsic rhythm. It seemed on the x-ray that the lead had been pressured in the subclavian area. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.